Manufacturer narrative:
Additional information was received that the patient underwent revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain in the upper left incision site. X-ray result confirmed that the lead had shifted to the right. The patient will undergo a revision procedure.

Manufacturer narrative:
Date of event: (B)(6) 2017.

Event description:
A report was received that the patient was experiencing pain in the upper left incision site. X-ray result confirmed that the lead had shifted to the right. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain in the upper left incision site. X-ray result confirmed that the lead had shifted to the right. The patient will undergo a revision procedure.